Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cables broke on an unspecified instrument. An x-ray was performed per hospital policy. At this time, it is unknown which instrument was applicable to the reported event. Intuitive received the following additional information via follow up: there were no reports of fragments falling into the patient. The x-ray was performed per hospital policy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Manufacturer narrative:
A fenestrated bipolar forceps instrument associated with this complaint has been returned and evaluated by the failure analysis (fa) team on 13-aug-2024. Fa found that the instrument had a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. A fenestrated bipolar forceps instrument associated with this complaint has been returned and evaluated by the failure analysis (fa) team on 13-aug-2024. Fa found that the instrument had a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire does not show damage. A fenestrated bipolar forceps instrument associated with this complaint has been returned and evaluated by the failure analysis (fa) team on 14-aug-2024. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormally sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. A prograsp forceps instrument associated with this complaint has been returned and evaluated by the failure analysis (fa) team on 14-aug-2024. The instrument was found to have a grip cable frayed at the distal end. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.